Event description:
It was reported that during a cori tka procedure, they received the bone removal mesh failure for the tibia when going to tibia bone removal. The issue was resolved by following the instruction to repaint tibia. There was a delay of less than 30 minutes. No other complications were reported. This is the second of two incidents.